Manufacturer narrative:
The additional information received does not change the investigation findings submitted in the previous report.

Event description:
Additional information has been received for this case. See other relevant history.

Manufacturer narrative:
Additional information. The intraocular lens (iol) was returned for evaluation dry, in a small plastic contact lens case. The original packaging and contents have not been returned. Although the lens does appear to be a yg lens, the part number and lot number cannot be verified or determined. The lens is intact. Both haptics are attached and are not damaged. The optic has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed to determine if calcium is present on the lens. Large areas of the optic did turn red confirming calcium. The product evaluation confirmed the failure mode. Our conclusions from our initial submission remain valid. Calcification is reported in the risk analysis and directions for use (dfu) as a known procedure complication for hydroview. The root cause is "known procedure complication". As this product has been discontinued, no corrective action is necessary at this time.

Manufacturer narrative:
According to the reports, the device is not available for evaluation, therefore no product evaluation could be completed. As the product model, lot, and serial numbers are unknown, review of the device history record cannot be performed. The root cause of the alleged opacification cannot be determined. It is also not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. Three (3) major types of calcification have been identified. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This product has been discontinued. No corrective action is necessary at this time.

Event description:
It was reported the intraocular lens (iol) was explanted from the right eye (od) 18 years post implant due to presumed calcification. The patient has recovered.